Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The absolute pro referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. An absolute pro was advanced to the lesion with resistance noted due to anatomy, but was still able to reach the lesion. Deployment was initiated but the stent completely failed to deploy as the thumbwheel was not able to be rotated. The device was being withdrawn when resistance with the anatomy was also noted. Then an omnilink elite was being advanced and met resistance with the anatomy. As the device was being withdrawn resistance with anatomy was met, and the stent implant dislodged. Cut-down surgery was performed the next day to retrieve the dislodged stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the return device. The reported failure to advance and difficulty removing were not confirmed as it was related to procedural conditions. The stent was not returned on the balloon confirming the reported dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Based on the information provided, the reported difficulties appear to be due to case related circumstances. It is likely that the resistance encountered during advancement and removal resulting in stent dislodgement was due to interaction with the challenging anatomy. The surgical procedure to remove the stent and additional hospitalization were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. An absolute pro was advanced to the lesion with resistance noted due to anatomy but was still able to reach the lesion. Deployment was initiated but the stent completely failed to deploy as the thumbwheel was not able to be rotated. The device was being withdrawn when resistance with the anatomy was also noted. Then an omnilink elite was being advanced and met resistance with the anatomy. As the device was being withdrawn resistance with anatomy was met, and the stent implant dislodged. Cut-down surgery was performed the next day to retrieve the dislodged stent. There was no adverse patient sequela and no clinically significant delay. Subsequent to the initial report, the following additional information was received stating: the absolute pro was advanced to the lesion with resistance noted due to anatomy and introducer sheath but was still able to reach the lesion. Deployment was initiated but the stent only partially deployed as the thumbwheel was not able to turn anymore. As the device was decided to be withdrawn, resistance was met with the anatomy and introducer sheath and a portion of the stent implant broke off and remains free-floating in the anatomy. Then an omnilink elite was being advanced and met resistance with the anatomy. As the device was being withdrawn resistance with anatomy was met, and the stent implant dislodged. Cut-down surgery was performed the next day to retrieve the dislodged stent located in the common femoral artery. There was no adverse patient sequela and no clinically significant delay. On (B)(6) 2020, two days after the procedure, the patient died. It remains unknown if an autopsy was performed. The cause of death remains unknown. Per the physician, neither the absolute pro or omnilink elite stents caused or contributed to the patient¿s death as the patient¿s health was declining prior to the procedure. No additional information was provided.